Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive of the distal sheath was separated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during maintenance the uretero-reno videoscope's adhesive joints had cracks and started to come lose. There were no reports of patient involvement.